Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were having issues with the insulin pump and reservoir warnings. They received a no delivery alarm and when they checked the reservoir there was no insulin at all. They did not receive a low warning even though it was set up to warn when there is 20 units left. The customer's blood glucose level was unknown. Troubleshooting was performed. The low alert did not occur. The alarm history was reviewed and they found no alarms. The low reservoir settings were okay. The insulin pump will be returned for analysis.